Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not perform hand washing after using the bathroom and then initiated peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. On the day of manifestation onset, the patient was hospitalized for the manifestation of the peritonitis and on the same day was diagnosed with the peritonitis. On unreported date(s), the patient was treated with unspecified intraperitoneal antibiotics through dwell (medication, dosage, frequency, and duration not reported) for the peritonitis. Hospitalization was ongoing for an unrelated event. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.